Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. Upon troubleshooting, it was determined the rubber flecks came from the internal disinfectant hose. Fse removed and replaced most of the internal disinfectant hose unit according to the technical guide. Disinfected the water supply piping and ran two completed test cycles without seeing the rubber flecks. Software attributes have been verified and confirmed and equipment passed the electrical safety test. It was also noted, the customer called back and reported that there were still black flecks present. It was suspected that there may have been additional parts that were not changed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), rubber flecks were noted in the endoscope reprocessor tub for a few months. It was noted that the gasket was checked, and no damage was observed. The customer was advised, the device is end of life by the cycle count. There was no harm or user injury reported due to the event. This report is part one of two related event. (Patient identified: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled material could not be determined. It is possible that the material in the disinfectant tank peeled off due to deterioration from long time use. Olympus will continue to monitor field performance for this device.